Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent closed reduction procedure due to dislocation. During reduction process, incision infection was noted.

Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type. Correction: date of report, PMA/510k. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: infection. Review of event description (event details, per): event summary: a 76-year-old-female underwent the following treatments on her left hip: on (B)(6) 2014, initial surgery, left total hip arthroplasty. On (B)(6) 2015, left revision hip arthroplasty due to leg length discrepancy and stem subsidence (B)(4), MFR 0001822565-2018-01399). Trochanter fracture was found during surgery (B)(4), MFR 0001822565-2018-01771). On (B)(6) 2015, closed reduction due to dislocation (B)(4), MFR 0002648920-2018-00220). On (B)(6) 2015, a mild left hip incision infection is noted within the discharge documentation and covered within this compaint. Review of received data: no x-ray images have been received for investigation. The following documents have been received for investigation: surgical report of revision surgery performed on (B)(6) 2015: indication: subsidence of stem and limb-length discrepancy. Procedure: revision total hip arthroplasty, femoral stem and femoral head. Technique: patient was brought to the or, administration of spinal anesthesia and IV antibiotics. Skin incision over the previous incision and dissection of the tissue. The abductors and capsule were taken anteriorly. The femoral head was quite a bit shortened and a little bit rotated. Osteotomes were used proximally as it had some ingrowth proximally. Stem was taped out. A small crack in the greater trochanter was noticed, which was fixed with a cable. Reaming up to size 18 in sequential fashion. Decision for a 18 x 190 wagner stem. Trial was placed with -3.5 head and reduced with good stability. Provisional components were removed, jet lavage. 190 x 18 wagner stem was tapped into place. Closure. Discharge documentation on (B)(6) 2015: discharged diagnosis: left hip subluxation status post reduction. Osteoarthritis of left hip failed total hip arthroplasty status post left hip revision. Hyperthyroidism. Left-sided musculoskeletal pain, nonpleuritic in nature related to body mechanics. Hospital course: the patient presented to the emergency department on (B)(6) 2015 after "moving wrong" and experiencing severe left hip pain. Films showed subluxation of her left hip. Following subluxation was reduced. The patient has been noted to have a mild left hip incision infection which was treated with keflex. The patient was continued on oral keflex during her hospitalization. Or nursing record of inital surgery and revision surgery listing the used implants. Price sheet of initial and revision surgery listing the used implants. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, as the implant remains implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Transportation, handling and device usage must be aligned with IFU sap doc no: (B)(4) to maintain sterility of the device. Root cause analysis: root cause determination using rmw: non-sterile device is implanted due to sterilization process failure not possible, as the sterilization certificate does not show any non conformance. Therefore, the device was assumed to be sterile after sterilization process. Non-sterile device is implanted due to contaminated device due to packaging failure possible, as, even though no damage of the packaging was reported, an undetected packaging failure may cause an infection. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage possible, as an undetected packaging failure, introduced due to inappropriate handling, may have cause an infection. Non-sterile device is implanted due to the user is using an inadequate re-sterilization procedure possible, as it remains unknown whether the device was re-sterilized or not, therefore, this cause cannot be excluded. Non-sterile device is implanted due to implant is in contact with non-sterile items during handling in the or possible, as, even though no contact of sterile and contaminated devices during surgery has been reported, this cause cannot be excluded completely. Non-sterile device is implanted due to explanted implant is used for new implantation surgery possible, as we do not have any documentation stating that the device had not been previously implanted. Nevertheless, no evidence is available that this single-use device was reused. Conclusion summary: based on the given information, especially due to review of the provided medical documentation, the complaint could be confirmed. Review of the discharge documentation states the presence of a mild incision infection, which was treated with keflex. The patient was continued on oral keflex during her hospitalization. The quality records including the sterilization certificate show that all specified characteristics of the implanted device have met the specifications valid at the time of production. Therefore, it can be assumed that the device was sterile after the sterilization process performed on (B)(6) 2010. Nevertheless, it cannot be excluded that the sterile integrity of the device may have been reduced due to failure or damage of the packaging, inappropriate transportation, storage, or handling of the device prior to its use or during surgery. However, as none of the aforementioned events has been reported and as an incision infection may have many origins, we assume full sterility of the implanted device at the time of surgery. Therefore, based on the given information and the results of the investigation, the most likely root cause of the reported incision infection was triggered on the basis of medical reasons other than due to the implantation of a non-sterile device during revision surgery performed on (B)(6) 2015. Nevertheless, a specific root cause for the reported incision infection could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received and is filed in this report: implant surgery took place at (B)(6) hospital. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).